Event description:
Reporter indicated the light on a vns dell x5 computer was on and she was getting error message that said the back-up battery was low. The reporter reinserted the flashcard but the screen continued to be black. After performing a soft reset, two warning messages displayed: "error message - execute cab file time out, new application not installed" and again "back up battery low". The reporter was able to move past these screens and was able to get to the interrogate screen. The dell computer and flashcard have been requested for return but have not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.